Event description:
This customer obtained a higher than expected, non-reproducible vitros trop I es results for a single patient sample while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The biased result was not reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros trop I es patient result was obtained. The investigation also determined that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An analysis of vitros eciq analyzer files found possible system errors that may have contributed to the event. An ocd field engineer verified system performance by performing a precision test prior to service. The field engineer performed periodic maintenance to the incubator and well wash subsystems as a preventive measure. Performance testing following service confirmed that the vitros eciq and trop I es reagent were operating as expected. A definitive root cause for the event could not be determined. However, pre-analytical sample processing or an analyzer related event cannot be ruled out as contributing factors.